Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? Product lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? What instruments or needle holders were used in this procedure to handle the suture? It was reported that strata fix unfortunately dehisced . Was the wound dehisced or did the suture break post-op? Please clarify event. Where was dehisced suture noted (termination, middle, end)? Please specify.. If wound dehiscence occurred, please specify what tissue dehisced? Was there any precipitating stress factor for the dehisced wound and/or dehisced/ breakage stratafix post-op? Please describe any medical/surgical interventions required for this suture event including dates and results. Was the wound re-sutured? If yes, when and what was used for re-suturing? Other relevant patient history/concomitant medications? What is the physicians opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Trade name - irgacare¿. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 2360 ug/m.

Event description:
It was reported that the patient underwent a total knee replacement on unknown date in 2021 and the barbed suture was used. One week after the surgery, the patient was brought back to operating room and the barbed suture unfortunately dehisced. Additional information has been requested.